Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery, an ophthalmic system exhibited a pressure issue. Ultrasound was not delivered during the final quadrant, and the balanced salt solution bag became empty. The patient experienced excessive intraocular pressure. The surgery was completed on the same day. The system was subsequently shut down and tested, which confirmed an overpressure condition. The patient¿s current condition is unknown. This report pertains to an ophthalmic handpiece and involves two of three patients reported from the same facility.